Manufacturer narrative:
Follow-up #1: date of submission 11/04/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: the black box data showed unexplained power on reset events recorded on (B)(6) 2016. Battery cap is undamaged and able to fit securely to the pump. The battery cap was evaluated and determined that measurements were within the required specifications. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. ¿ez-prime¿ steps were performed correctly; no power interruption or any errors, alarms or warnings occurred during the investigation. There was no internal moisture contamination inside the pump. The product performed within required specifications. Investigation did not duplicate the ¿intermittent power¿ complaint. Unrelated to the original complaint, the battery compartment is cracked at threads on the side, and below the grip pad. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.